Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received a questionable igg antibodies to toxoplasma gondii (toxo) result for one patient on their e-module. On (B)(6) 2013, the patient's sample was tested on another e-module, serial number not provided, and the result was 0.145 ui/ml (negative) accompanied by a data flag. The result was not sent to the customer's laboratory information system because of the data flag. On the day of the event, the patient's sample was tested again on this e-module. The result was 33.6 ui/ml and was positive. This result was reported outside the laboratory. On (B)(6) 2013, the sample was repeated and the result was 0.130 ui/ml. The customer believed the correct result was the negative results. The patient was not harmed by this event. The toxo reagent lot number was 169150 and the expiration date was not provided. The field service representative went on site. The patient's sample could not be found, but he visually checked other samples drawn on the same day as the patient's sample. The samples were visually cloudy, but without fibrin.

Manufacturer narrative:
The sample with the discrepant result was not available for investigation. Based upon information provided, sample contamination might have been possible. The customer did not provide further information for investigation. A root cause could not be determined.